Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the device and chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. During the attempt to catch both leaflets, the clip got trapped in chordae. The physician pulled so much on the steerable guide catheter (sgc), that the tip of the sgc went out of the left atrium into the right atrium. Standard troubleshooting was performed, but the clip could not be freed. The cds handle was pulled harshly and a chordae rupture occurred. The clip was removed with the cds, and the mr increased to 4. The patient was stable during and after the procedure. An additional treatment is planned later depending the clinical status of the patient. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: during the initial procedure it was reported that there was difficulty grasping the leaflets due to the anatomy. On (B)(6) 2018, two clips were implanted for treatment successfully reducing mr from 4 to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported failure to adhere/bond appears to be due to the patients challenging coaptation gap between the leaflets. The reported clip becoming caught in chordae appears to be due to the user technique/procedural circumstances as the physician attempted to grasp the leaflets and the device became caught in the chordae. The reported chordal rupture and unchanged mitral regurgitation (mr) appears to be a result of procedural conditions as troubleshooting maneuvers were performed to free the clip from the chordae that resulted in chordal rupture and the mr remained unchanged. The reported patient effect of mitral valve injury and mr, as listed in the mitraclip system instructions for use (IFU), are a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.